Manufacturer narrative:
Product event summary: analysis was unable to reproduce the stated reason for return ("screen freezes sometimes"), however a software error was found in the software history and a software reconfiguration was performed to eliminate possible software issues. The stylus was calibrated, new software installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that the programmer screen would freeze sometimes. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would freeze sometimes. The programmer was returned for service. No patient complications have been reported as a result of this event.